Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the buttons are not always responding. The pt denied the pump has been exposed to moisture and no visible damage to keypad. She stated that she wears the pump on her waist with a clip.